Event description:
Hcp reported that an infection necessitated removal of the device system and reimplant later on. The pt outcome was reported to be good. A follow up report will be sent when additional info is received.